Event description:
Follow up information identified the physician opted to explant lead sn (B)(6) on (B)(6) 2020 and replace it with a new lead at t12, which resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2020-30585. The patient is participating in a clinical study. It was reported the patient experienced ineffective stimulation three days following implant of the lead. X-rays showed the t10 lead migrated. To address the issue, the patient may be awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead serial number is implanted at t10 and which is implanted at t12.